Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 404 mg/dl at the time of the event. The customer stated that the symptoms expressed, indicated the possible onset of dka. It was unknown how the customer treated the high blood glucose. Troubleshooting was performed and found that the auto mode feature was active at the time of the event. It was unknown whether the pump was used within 48 hours prior to the event. No further patient complications were reported. The customer will continue the use of the insulin pump and the pump will not be returned for analysis. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.